Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
A male with no previous medical issues and considered to have a suitable anatomical form, underwent aaa repair in 2008. The procedure went as labeled. The blood leaked from the hemostatic valve of the ipsilateral iliac leg delivery system and the contralateral iliac leg delivery system (1820334-2008-00709) when the grey positioners were removed. Particularly on the contralateral delivery system, saline was leaking from the hemostatic valve while flushing during preparation. An 8 french sheath was inserted to stop the blood leakage, but the minor leak remained. The physician completed the procedure quickly so that the amount of leakage was controlled. The patient did not show any post procedure symptoms.